Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit inactive. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to what was believed to be rapidly conducted atrial fibrillation (af). In addition, the patient¿s implantable cardioverter defibrillator (ICD) triggered a charge circuit timeout and a charge circuit inactive. The patient was hooked up to an external defibrillator and admitted to the hospital. The ICD was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.